Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient obtained blood glucose results of 17.0 mmol/l and 7.0 mmol/l, within 1 minute, when testing on the mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.